Event description:
A report was received that a patient was having charging difficulties. The patient's pocket was too deep. During the pocket revision, the ipg was replaced due to the device being in hibernation, and inoperative testing not being able to be performed. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device will not be returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.